Event description:
It was reported that the customer lost consciousness and was hospitalized due to hypoglycemia. The customer was also suffering from low blood pressure, which she stated may have contributed to the event. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Also see MFR report number 2032227-2010-83034.